Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were getting dashes on the patient temperature 1 reading on the arctic sun device, but nurse messed with the temperature cable and foley probe some and now it seems to be working properly. Mss explained that if the patient temperature was erratic replace either the temperature in cable or the probe. They received alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic). The bladder probe was not compatible with the bedside monitor but matches the axillary temperature. They did not use esophageal probes at their facility but could place a rectal probe if needed. Nurse did not believe their rectal probe was compatible with the temperature in cable though.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting dashes on the patient temperature 1 reading on the arctic sun device, but the nurse messed with the temperature cable and foley probe some, and now it seems to be working properly. Mss explained that if the patient temperature was erratic, replace either the temperature in the cable or the probe. They received alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic). The bladder probe was not compatible with the bedside monitor but matches the axillary temperature. They did not use esophageal probes at their facility but could place a rectal probe if needed. The nurse did not believe their rectal probe was compatible with the temperature in the cable, though. Per follow-up information received via phone on (B)(6)2022, the nurse stated that there were no patient injuries, and was able to continue therapy after they switched the temperature cable.